Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that all impedance values were greater than 40000 ohms and they had shocking in the paresthesia area. The patient told the representative that they were slammed against the car and since then the device had been shocking them. The plan was to refer the patient to the surgeon to have the leads removed and replaced with a possible battery replacement. The date for the replacement had not been set yet. The indications for use were spinal pain and radiculopathy. Additional information received from the manufacturer representative reported that the patient reported uncomfortable stimulation in (B)(6) and was reprogrammed once with success in early april. The shocking and high impedance had not been resolved.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-07-27. It was reported the ins was overdischarged. The patient was having surgery to replace the device. The leads may have pulled out of the socket, as the patient was assaulted. The patient had not been using stimulation as it was shocking her due to impedance issue and therefore the device was overdischarged. Additional information received from the representative reported that they could not tell if the leads had come out of the header block, but everything was replaced in case anything was stripped. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found insignificant anomalies. Analysis of the lead (v(B)(4)) found the stimulation lead bodyconductor was broken. Analysis of the lead ((B)(4)) found the stimulation lead body conductor was broken. Product analysis #(B)(4):analysis information -- 2018-09-28 08:06:45 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. Product ID 977a260, serial# (B)(4), implanted: (B)(4) 2017, explanted: (B)(6) 2018.product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had been assaulted and the system was damaged. The leads had been dislodged and the change in therapy was considered sudden. The system was explanted completely and replaced on (B)(6) 2018. The patient recovered without sequela.